Manufacturer narrative:
Additional information of fa#.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4312025. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I am reaching out to report an incident notice from our users about item # 382544, lot # 4312025. Situation and background: autoguard 18g IV - needle not retracting. Bedside rn reported that needle did not retract when button pressed once blood flash seen. Needle needed to be manually removed and placed in sharps container (did not retract even when out of patient). Did not sequester the device as it appeared dangerous. IV in place and working, no identified issue. Photo of packaging attached. Pre-op rns have disclosed that this is the third today and they saw it last week. Unfortunately, no other photos are available, and no devices were sequestered. I will follow up if any additional incidents are reported. 2/4/2025 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. N/a 2. How many occurrences took place for the reported retraction failure? At least 5 3. How many patients? 4 4. Are there specific event dates? 1/21, 1/22, 1/23, 1/24, 1/28.